Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture baker grade unknown and deflation. (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient who underwent breast augmentation revision surgery with a 550cc mentor smooth round moderate plus profile saline breast implant experienced left sided capsular contracture baker grade unknown and deflation post procedure. Patient stated that implant is hardening, going flat, caving in on the bottom left and having left sided pain. As a result, patient had an explantation on (B)(6) 2020.